Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant / migration of essure device location of device: uterus / migration of essure device location of device: 3 cm on the left side below the cornua') and genital haemorrhage ('heavy bleeding') in a 48-year-old female patient who had essure (ess205) (batch no. 626146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervix neoplasm from 2001 to 2002, loop electrosurgical excision procedure, adnexal mass, allergic rhinitis, cervical dysplasia and hepatic cyst. Pathology report final diagnosis: uterus hysterectomy- endometrium: proliferative phase, hemorrhage myometrium: benign leiomyoma, adenomyosis cervix: squamous metaplasia fallopian tubes, left and right: edema, foreign bodies (metal coils) gross description: consists of a symmetrical uterus with attached left tube. Proximal portion of the right tube is attached and the distal tube is submitted separately. A metal coil in the intramural portion of the left fallopian tube. Another coil is embedded in the proximal portion of the right fallopian tube. Previously administered products included for an unreported indication: claritin d and ibuprofen. Concurrent conditions included overweight, abdominal pain, burning sensation, abdominal bloating, uterine bleeding, arthralgia, perineal pain, asthma and osteoarthritis knee. Concomitant products included medroxyprogesterone acetate (depo provera) for menstrual cycle management as well as acetylsalicylic acid (aspirin), docusate sodium, flunisolide (aerobid) since 2000, hydrochlorothiazide, hydrocortisone acetate from 2006 to 2016, ibuprofen since 2000, loratadine since 2000, loratadine, pseudoephedrine sulfate (claritin d allergy/ congestion 12hr) since 2015, meloxicam from 2016 to 2017, naproxen sodium (aleve) and salbutamol (proventil). On (B)(6) 2008, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain ("pain / left side - pinching pain"), 2 years 2 months after insertion of essure (ess205). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced headache ("headaches"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes around my legs"), vulvovaginal rash ("rashes or skin conditions type: rashes vaginal area"), rash papular ("rashes or skin conditions type: rashes on my sides and belly"), fatigue ("fatigue") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain"). In 2010, the patient experienced visual impairment ("vision/eye problems type: I always had good vision and after essure my vision got a lot worse"). In 2015, the patient experienced loose tooth ("dental problems my teeth were getting very loose"), tooth loss ("dental problems my teeth were getting tooth falling out"), gingival bleeding ("dental problems bleeding gums") and gingival discomfort ("dental problems bleeding gums and lots of irritation"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysgeusia ("metal taste in mouth"), arthralgia ("left side hip pain"), abdominal pain lower ("inside lower abdomen"), back pain ("lower back pain") and burning sensation ("burning pain"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, genital haemorrhage, dysgeusia, headache, menorrhagia, vaginal haemorrhage, female sexual dysfunction, migraine, dysmenorrhoea, arthralgia, abdominal pain lower, rash, vulvovaginal rash, rash papular, loose tooth, visual impairment, abdominal distension, tooth loss, gingival bleeding, gingival discomfort, back pain and burning sensation outcome was unknown, the pelvic pain, dyspareunia, weight increased and alopecia had resolved and the mood swings, hot flush, night sweats, depression and fatigue was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, burning sensation, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, gingival bleeding, gingival discomfort, headache, hot flush, loose tooth, menorrhagia, migraine, mood swings, night sweats, pelvic pain, rash, rash papular, tooth loss, vaginal haemorrhage, visual impairment, vulvovaginal rash and weight increased to be related to essure (ess205). The reporter commented: there were noted to be 1 trailing coils on the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion; on (B)(6) 2008: results: total bilateral occlusion; on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant / migration of essure device location of device: uterus / migration of essure device location of device: 3 cm on the left side below the cornua') and genital haemorrhage ('heavy bleeding') in a 48-year-old female patient who had essure (ess205) (batch no. 626146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervix neoplasm from 2001 to 2002, loop electrosurgical excision procedure, adnexal mass, allergic rhinitis, cervical dysplasia and hepatic cyst. Pathology report final diagnosis: uterus hysterectomy- endometrium: proliferative phase, hemorrhage. Myometrium: benign leiomyoma, adenomyosis. Cervix: squamous metaplasia. Fallopian tubes, left and right: edema, foreign bodies (metal coils). Gross description: consists of a symmetrical uterus with attached left tube. Proximal portion of the right tube is attached and the distal tube is submitted separately. A metal coil in the intramural portion of the left fallopian tube. Another coil is embedded in the proximal portion of the right fallopian tube. Previously administered products included for an unreported indication: claritin d and ibuprofen. Concurrent conditions included overweight, abdominal pain, burning sensation, abdominal bloating, uterine bleeding, arthralgia, perineal pain, asthma and osteoarthritis knee. Concomitant products included medroxyprogesterone acetate (depo provera) for menstrual cycle management as well as acetylsalicylic acid (aspirin), docusate sodium, flunisolide (aerobid) since 2000, hydrochlorothiazide, hydrocortisone acetate from 2006 to 2016, ibuprofen since 2000, loratadine since 2000, loratadine, pseudoephedrine sulfate (claritin d allergy/ congestion 12hr) since 2015, meloxicam from 2016 to 2017, naproxen sodium (aleve) and salbutamol (proventil). On (B)(6) 2008, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain ("pain / left side - pinching pain"), 2 years 2 months after insertion of essure (ess205). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced headache ("headaches"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes around my legs"), vulvovaginal rash ("rashes or skin conditions type: rashes vaginal area"), rash papular ("rashes or skin conditions type: rashes on my sides and belly"), fatigue ("fatigue") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain"). In 2010, the patient experienced visual impairment ("vision/eye problems type: I always had good vision and after essure my vision got a lot worse"). In 2015, the patient experienced loose tooth ("dental problems my teeth were getting very loose"), tooth loss ("dental problems my teeth were getting tooth falling out"), gingival bleeding ("dental problems bleeding gums") and gingival discomfort ("dental problems bleeding gums and lots of irritation"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysgeusia ("metal taste in mouth"), arthralgia ("left side hip pain"), abdominal pain lower ("inside lower abdomen"), back pain ("lower back pain") and burning sensation ("burning pain"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, genital haemorrhage, dysgeusia, headache, menorrhagia, vaginal haemorrhage, female sexual dysfunction, migraine, dysmenorrhoea, arthralgia, abdominal pain lower, rash, vulvovaginal rash, rash papular, loose tooth, visual impairment, abdominal distension, tooth loss, gingival bleeding, gingival discomfort, back pain and burning sensation outcome was unknown, the pelvic pain, dyspareunia, weight increased and alopecia had resolved and the mood swings, hot flush, night sweats, depression and fatigue was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, burning sensation, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, gingival bleeding, gingival discomfort, headache, hot flush, loose tooth, menorrhagia, migraine, mood swings, night sweats, pelvic pain, rash, rash papular, tooth loss, vaginal haemorrhage, visual impairment, vulvovaginal rash and weight increased to be related to essure (ess205). The reporter commented: there were noted to be 1 trailing coils on the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion; on (B)(6) 2008: results: total bilateral occlusion; on (B)(6) 2008: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 6-sep-2019: mr received- lot number and reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 17-nov-2016 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2006. As a result of her implantation with essure she suffered injuries, including: heavy bleeding, hysterectomy, migration of implant, pain, metal taste in mouth, and headaches. She had surgery to remove the essure implant on (B)(6) 2016. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding and migration of implant. She had surgery to remove the devices 10 years after placement, probably via hysterectomy. These events are anticipated according to reference safety information for essure. Despite the lack of details provided (the mechanism and circumstances of migration were not informed), given their nature, causal relationship with essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant / migration of essure device location of device: uterus") and genital haemorrhage ("heavy bleeding") in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical neoplasm nos from 2001 to 2002 and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: claritin d and ibuprofen. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone (depo provera) for menstrual cycle management. On (B)(6) 2008, the patient had essure (ess205) inserted. In 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2010, 2 years 2 months after insertion of essure (ess205), the patient experienced pelvic pain ("pain"). In april 2016, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysgeusia ("metal taste in mouth"), weight increased ("weight gain"), arthralgia ("left side hip pain") and abdominal pain lower ("inside lower abdomen"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, genital haemorrhage, dysgeusia, headache, menorrhagia, vaginal haemorrhage, female sexual dysfunction, migraine, dysmenorrhoea, arthralgia and abdominal pain lower outcome was unknown and the pelvic pain, dyspareunia, weight increased and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2008: total bilateral occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Plaintiff fact sheet was received. Events added- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, hair loss, left side hip pain and inside lower abdomen . Event verbatim was updated as migration of implant / migration of essure device location of device: uterus and pt was updated from device dislocation to device expulsion. Concomitant disease, historical condition, historical drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2016: ptc investigation result - company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding and migration of implant. She had surgery to remove the devices 10 years after placement, probably via hysterectomy. These events are anticipated according to reference safety information for essure. Despite the lack of details provided (the mechanism and circumstances of migration were not informed), given their nature, causal relationship with essure use cannot be excluded. Since device removal was required, this case is regarded as incident. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant / migration of essure device location of device: uterus / migration of essure device location of device: 3 cm on the left side below the cornua") and genital haemorrhage ("heavy bleeding") in a 48-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervix neoplasm from 2001 to 2002, loop electrosurgical excision procedure, adnexal mass, allergic rhinitis, cervical dysplasia and hepatic cyst. Pathology report. Final diagnosis: uterus hysterectomy. Endometrium: proliferative phase, hemorrhage. Myometrium: benign leiomyoma, adenomyosis. Cervix: squamous metaplasia. Fallopian tubes, left and right: edema, foreign bodies (metal coils). Gross description: consists of a symmetrical uterus with attached left tube. Proximal portion of the right tube is attached and the distal tube is submitted separately. A metal coil in the intramural portion of the left fallopian tube. Another coil is embedded in the proximal portion of the right fallopian tube. Previously administered products included for an unreported indication: claritin d and ibuprofen. Concurrent conditions included overweight, abdominal pain, burning sensation, abdominal bloating, uterine bleeding, arthralgia, perineal pain, asthma and osteoarthritis knee. Concomitant products included medroxyprogesterone acetate (depo provera) for menstrual cycle management as well as acetylsalicylic acid (aspirin), docusate sodium, flunisolide (aerobid) since 2000, hydrochlorothiazide, hydrocortisone acetate from 2006 to 2016, ibuprofen since 2000, loratadine since 2000, loratadine, pseudoephedrine sulfate (claritin d allergy/ congestion 12hr) since 2015, meloxicam from 2016 to 2017, naproxen sodium (aleve) and salbutamol (proventil). On (B)(6) 2008, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain ("pain / left side - pinching pain"), 2 years 2 months after insertion of essure (ess205). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced headache ("headaches"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes around my legs"), vulvovaginal rash ("rashes or skin conditions type: rashes vaginal area"), rash papular ("rashes or skin conditions type: rashes on my sides and belly"), fatigue ("fatigue") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain"). In 2010, the patient experienced visual impairment ("vision/eye problems type: I always had good vision and after essure my vision got a lot worse"). In 2015, the patient experienced loose tooth ("dental problems my teeth were getting very loose"), tooth loss ("dental problems my teeth were getting tooth falling out"), gingival bleeding ("dental problems bleeding gums") and gingival discomfort ("dental problems bleeding gums and lots of irritation"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysgeusia ("metal taste in mouth"), arthralgia ("left side hip pain"), abdominal pain lower ("inside lower abdomen"), back pain ("lower back pain") and burning sensation ("burning pain"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, genital haemorrhage, dysgeusia, headache, menorrhagia, vaginal haemorrhage, female sexual dysfunction, migraine, dysmenorrhoea, arthralgia, abdominal pain lower, rash, vulvovaginal rash, rash papular, loose tooth, visual impairment, abdominal distension, tooth loss, gingival bleeding, gingival discomfort, back pain and burning sensation outcome was unknown, the pelvic pain, dyspareunia, weight increased and alopecia had resolved and the mood swings, hot flush, night sweats, depression and fatigue was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, burning sensation, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, gingival bleeding, gingival discomfort, headache, hot flush, loose tooth, menorrhagia, migraine, mood swings, night sweats, pelvic pain, rash, rash papular, tooth loss, vaginal haemorrhage, visual impairment, vulvovaginal rash and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: results: total bilateral occlusion; on (B)(6) 2008: results: total bilateral occlusion; on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-jan-2019: pfs received: plaintiffs middle name was updated. Events: mood swings, hot flashes, night sweats, depression, rash, vulvovaginal rash, rash popular, loose tooth, tooth loss, gingival bleeding, gingival discomfort, visual impairment, bloating, fatigue, burning sensation were added. Event onset date and outcome were updated. Severity were added. Concomitant drugs were added. Medical history were added. Lab data result was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.